Event description:
Boston scientific received information that the patient with this device was seen for a routine follow-up, at which time the device was confirmed in end of life (eol); time stamped over five months prior. Reportedly, the patient had not been seen clinically for over two years. A replacement procedure was scheduled for the following week; however two days prior to the scheduled replacement, the patient returned with a drop in pressure and loss of brady pacing. Medical intervention was performed however, the patient passed away. No return of product is expected and no further information has been obtainable.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.